Manufacturer narrative:
Date of event: exact date unknown, event occurred after the device upgrade procedure on (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2218-70; serial: (B)(4); batch: 5140877/5141333. Product family: scs-lead fixation; upn: m365sc43180; model: sc-4318; batch: 23781278.

Event description:
It was reported that the patient had developed a staphylococcus infection following an ipg replacement procedure. The physician believed that the infection tracked up to leads and was confirmed to be procedure or device related. The patient was prescribed with antibiotics and underwent a system explant procedure. The patient was doing well postoperatively and the explanted devices will not be returned as they were kept by the medical facility.